Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Stryker orthopaedics is a distributor of this device, which is manufactured by osartis. The manufacturer has responsibility for regulatory decisions and MDR/mdv reporting. Supplier has been notified. Serious injury reports for hv products are also filed to the FDA via stryker personnel.

Event description:
Dr. Revised a right mako medial uni to a total knee triathlon due to pain. No evidence of loosening or allegations against the components. Update 10/september/2021 wg: rep provided primary and revision usage sheets and reported that no further information is due to hospital policy. Revision surgery was completed robotically.